Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime tests. The device was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device was received with cracked case at the display window corners, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during bolus/basal. The customer's blood glucose was 189 mg/dl. The alarm had occurred twice in the last 30 days. Customer doesn't use the sensor feature and was able to rewind the device during the prime sequence. Customer was advised the device needed to be replaced and the customer agreed to return it for analysis.